Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. In addition, in situ measurements showed two channels involved in a short circuit already, before the suspected external impact, due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
According to the parents, the recipient suddenly stopped hearing with the device and decided to visit the clinic. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. In addition, in situ measurements showed two channels involved in a short circuit already before the suspected external impact due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
According to the parents, the recipient suddenly stopped hearing with the device and decided to visit the clinic. Further proceedings are unknown.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. In addition, in situ measurements showed two channels involved in a short circuit already before the suspected external impact due to undetermined reasons. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
According to the parents, the recipient suddenly stopped hearing with the device and decided to visit the clinic. The recipient has been re-implanted.

Manufacturer narrative:
The following codes have been considered in addition to the code provided within this report to calculate the number of similar incidents: a09.

Event description:
According to the parents, the recipient suddenly stopped hearing with the device and decided to visit the clinic. Further proceedings are unknown.